Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cervical cerclage procedure on (B)(6) 2016 and the suture was used. During the procedure, the tip of the needle broke off. The doctor was unable to locate the broken tip, either in or outside of the patient. Magnets were used to find the tip, but no success. The doctor opted not to use x-ray to locate the tip because the patient was preganant at the time of the procedure. The procedure was completed with unspecified suture. There were no patient consequences reported. Additional information has been requested.